Manufacturer narrative:
Replacement reagent was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the cartridge cap on the alanine transferase (alt) reagent cartridge of the unicel dxc 800 pro synchron clinical system was split in half in place on cartridge however there was no obvious leakage from the cartridge and the operator was not exposed to any fluid. The customer did not want to use the reagent in case performance was compromised but was otherwise not concerned. They disposed of the cartridge.